Event description:
An artelon cmc spacer was explanted for unk reason. (B)(4).

Manufacturer narrative:
Visual examination of the explanted artelon cmc spacer arthro showed that the wings had been cut off. The instructions for use clearly has a warning stating "do not modify the wings". The function of the wings is to fixate the spacer and an unfixated spacer may result in movements causing irritation. The device is sent for histological examination, but the result is not available yet. The distributor is retrieving more info from the surgeon.